Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient developed an infection. The pulse generator was explanted. The patient's condition before and after the event was stable.